Event description:
While using the harmonic, the blade broke off into the pt. The piece was retrieved, and no part was left in the pt. The appropriate paperwork was filled out and the defective harmonic piece was given to the supply tech in a red bag. Mgt [management] was notified of the items defect.